Event description:
It was reported during xia3 surgery, when the surgeon was inserting screw to the patient bone, the screw head was separated from the screw shaft (left th1); therefore, he replaced the replaced the screw.